Event description:
Pt reports pump malfunction with last night's infusion. Patient indicated a piece of the pump near the plunger inside the chamber broke and therefore did not effectively push out the medication. Patient was able to infuse the totality of medication with some maneuvering. Patient had difficulty removing syringe from pump. No adverse events resulted as a result of pump malfunction. Unknown if malfunctioning device available for return. Defective device serial # (B)(6). No further info, details, or dates available. Indication: selective deficiency of immunoglobulin g [igg] subclasses.